Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units after multiple attempts during the load process. Cold insulin had been used. The contact stated the customer's blood glucose level yesterday was greater than 400 mg/dl and had light traces of ketones because they had stopped using the pump. They administered a syringe bolus to decrease the customer's blood glucose. Tandem technical support assisted customer through with a new cartridge and able to successful complete load process. The contact stated that the customer's blood glucose have been good at the time of the call.